Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: 1)model number : nim4cpb1 , description : patient interface nim4cpb1 nim 4.0 , serial/lot number : (B)(6) additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the wired connection was not being consistently recognized. Ports may be misaligned. Troubleshooting done, reboot of system, power cycle of pi box, disconnect and reconnect cable from nim, change direction of cable, changed turn port over and reconnect, look for plug icon on nim to show that pi box was connected. The procedure was a mixture of wired and wireless. Eventually, they were able to get a stable wired connection. The device was used to complete the procedure.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: model number: nim4cpb1, description: patient interface nim4cpb1 nim 4.0, serial/lot number: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a case, there was difficulty in connecting the patient interface box to the console system. There was no patient impact.